Manufacturer narrative:
Products were not returned and no lot number was provided, an investigation could not be performed. X-rays and clinical information confirmed unknown broken screws. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient initially had distal femur shaft fracture, right, with reclining knee-tep/hipp-tep. Postoperatively it was noted that the five (5) 5.0mm locking screws broke off following distal femur fragment fracture.

Manufacturer narrative:
Date of event: unknown. This report is for unk - screw locking/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(6). A 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that post-operatively five screws broke at the head. The screws were implanted on (B)(6) 2015 in combination with a locking compression distal femur plate (lcp). The implants were revised on (B)(6) 2016. The revision was performed without complication. This complaint involves 1 part. Concomitant reported parts: 1x unknown locking compression plate. This report is 1 of 1 for (B)(4).